Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. Analyst commented, intermittent t-wave oversensing (twos) identified leading to inappropriate shock.

Event description:
It was reported that during use of implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead the patient experienced inappropriate shock/therapy due to t-wave oversensing (twos). Review of data revealed there were r-wave signals present that the ICD could not discriminate and that twos was not always present. Recommendation to re-positioned the rv. It was further reported that noise episodes had been detected can-coil electrogram (egm) and could be reproduced with provocative arm maneuvers. As a result, the rv sensing vector and parameters were re-programmed and the lead remains in use. Additional evaluation of rv data revealed nominal r-wave amplitude, and overall decline matched with a slow but steady increase of the impedance. The daily trend revealed that the r-wave amplitudes decreased to even lower values that eventually resulted in low r-wave measurements. It was also reported that high short interval counts (sic) were noted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.